Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter is tilted and perforated the small bowel. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the patient was reported to have a history of deep venous thrombosis (dvt) in the left lower extremity along with a history of coumadin related complications with spontaneous bleeding in the left lower extremity with compartment syndrome. The patient¿s right groin was prepped and draped in the usual sterile fashion. Using ultrasound guidance, the right common femoral vein was identified and accessed using micro puncture technique. With the use of the optease filter kit, the inferior vena cava (ivc) was injected, and the left and right renal veins were localized. The filter was deployed below the renal veins. Post deployment venography demonstrated the filter to be well apposed in the inferior vena cava at a level between the iliac veins and the renal veins. The patient was transferred to holding in stable condition. Approximately ten years after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The CT scan reported a present ivc filter within the infrarenal ivc. The lateral struts of the filter extend beyond the walls of the ivc by approximately 3mm. The superior margin of the filter is tilted anteriorly and terminates along the anterior vessel wall. The inferior margin of the filter is tilted posteriorly and extends beyond the posterior wall of the ivc by approximately 4mm (small bowel perforation). There is discontinuity of a posterior strut which projects within the vessel lumen; possibly fractured. No evidence of migration or ivc stenosis. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, tilting of the filter; further experienced fear and anxiety related to the filter and reported that imaging showed ivc filter struts extending beyond the walls of the ivc by approximately 3mm in addition to tilting and small bowel perforation. The patient became aware of these events approximately ten years after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of left lower extremity deep vein thrombosis (dvt). The patient is further reported to have developed spontaneous bleeding in the left lower extremity with compartment syndrome as a consequence of coumadin therapy. Coumadin was subsequently discontinued in the setting of persistent left lower extremity dvt. The filter was implanted via the right common femoral vein and placed in an infrarenal position. Approximately ten years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was located in the infrarenal inferior vena cava (ivc). A number of filter struts extended beyond the wall of the ivc by up to 4mm with one strut perforating the small bowel. The superior margin of the filter was tilted anteriorly while the inferior margin was tilted posteriorly. The CT scan further noted a possible fracture of a posterior strut. There was no evidence of migration or ivc stenosis. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforation of the small bowel. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without images available for review the reported filter tilt and perforation of the small bowel could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter is tilted and perforated the small bowel. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.